Manufacturer narrative:
(B)(4). Additional - description of event; additional - evaluation summary; additional - method codes.

Event description:
The transmitter has been received for evaluation. An exterior physical visual inspection was performed and the transmitter passed. A voltage measurement was performed and the transmitter passed as it had voltage. (B)(4) bluetooth device pairing test was performed and the transmitter passed. A transmitter functional test was performed and the transmitter passed. A share log review was performed and the app was not updating readings. Confirmation of the complaint was confirmed. The probable cause could not be determined. The reported event was confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the blood glucose readings on the smart device would not update. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.